Event description:
It was reported that a female patient underwent a breast augmentation with a 500cc mentor memorygel breast implant and experienced capsular contracture (baker grade 3) on the right side post-operatively. As a result, the patient underwent explantation on an undisclosed date.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 16, 2023, mentor became aware that updates to the date of event and date of device implantation was excluded from the previous report. The date of event in section b3 of this report has been updated to (B)(6) 2022. The date of device implantation in section d6a. Was updated to (B)(6) 2021. The patient's birthday was reported to be in (B)(6) 1995. Manufacturer¿s reference number: (B)(4) on (B)(6) 2023, mentor became aware that updates to the date of event, date of device implantation, and patient's birthday was excluded from the previous report. The date of event in section b3 of this report has been updated to (B)(6) 2022. The date of device implantation in section d6a. Was updated to (B)(6) 2021. The patient's birthday was reported to be in (B)(6) 1995.

Manufacturer narrative:
On (B)(6) 2022, the mentor failure analysis lab has received the device for evaluation. Mentor received additional information regarding the patient identifier and device date of explantation. The patient identifier in section a1 has been updated to (B)(6). The device date of explant in section d6b. Has been updated to (B)(6) 2022. On (B)(6) 2022, the evaluation for the device was completed. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 500cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).